Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The nurse of a peritoneal dialysis (pd) patient reported that the patient found a fluid leak following a discontinued treatment. When the patient opened the cassette door he found fluid leaking from the cassette. The patient then contacted the pd nurse who reported the fluid leak. The set was not made available for evaluation. During follow up, the patient's pd nurse reported that the patient was given prophylactic antibiotic vancomycin and there are no signs of infection. No adverse event reported at this time.